Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: the joint between the needle and the indwelling needle was broken, so it was replaced with the new indwelling needle.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9239029. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for our investigation preventing our engineers form determining a root cause; leakage at the inserter can be related to the angle of insertion or the application of medical dressing. The bd intima-ii should be inserted into the patient at an angle of approximately 15 - 30 degrees.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: the joint between the needle and the indwelling needle was broken, so it was replaced with the new indwelling needle.